Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a filter retrieval procedure, while removing the hub, it came off of the 11fr sheath. The physician was able to use this device to complete the procedure. No pieces of the device remained inside the patient, and there were no injuries or additional medical intervention.